Event description:
It was further reported that a previously placed non bsc stent implanted in the left anterior descending artery (lad) interfered with the complaint device. No problem occurred with the previously placed stent. The lesion was the bifurcation area of the lad proximal and left circumflex artery (lcx).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% - 90% stenosed target lesion was located in the severely tortuous proximal left circumflex artery. The 2.75 x 20mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The device was removed and the stent was noted to be "deformed". The procedure was completed with another 2.75 x 20mm promus element mr stent. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that a previously placed non bsc stent implanted in the left anterior descending artery (lad) interfered with the complaint device. No problem occurred with the previously placed stent. The lesion was the bifurcation area of the lad proximal and left circumflex artery (lcx).

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified solidified blood within the guidewire lumen. The stent had moved 16mm distally from the distal edge of the proximal markerband. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. Severe stent damage was present throughout. The stent struts were misaligned and stretched distally. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. From the information available, this device was used per the directions for use / product label. The lesion was 75% to 90% stenosed and the lesion anatomy was severely tortuous. These are potential contributing factors to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).